Event description:
Covidien rec'd info stating that due to a malfunction of an 840 ventilator the patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The customer reported the unit was displaying circuit disconnect alarm. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse reviewed the logs and did not find any errors to support the reported malfunction. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).